Event description:
It was reported that during a laparoscopic cholecystectomy, while routinely applying clips to the cystic duct and the cystic artery, it was noticed that the clips were not aligned and were starting to cross. The clips were removed and the product dry fired outside the pt. During the dry fire sequence, the next three clips completely crossed to make a scissoring type of application. There was no pt consequence. One device will be returned.